Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, when during the operation, blood leakage was observed in the hemostatic valve. As a result, the sheath was replaced, and the surgery was completed. There was no reported patient consequence. Additional information was received indicating that the hemostatic valve was cracked. The sheath did not dislodge inside the hub or outside the hub. No air entered the patient¿s body. The blood loss was less than 5ml. An abbott 71cm puncture needle was used.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
On 25-jan-2024, the biosense webster inc. (Bwi) product analysis lab received the device for evaluation. The device evaluation was completed on 01-feb-2024. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, when during the operation, blood leakage was observed in the hemostatic valve. As a result, the sheath was replaced, and the surgery was completed. There was no reported patient consequence. Additional information was received indicating that the hemostatic valve was cracked. The sheath did not dislodge inside the hub or outside the hub. No air entered the patient¿s body. The blood loss was less than 5ml. An abbott 71cm puncture needle was used. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, and back pressure test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage. The brim cap, hemostatic valve, and silicone ring were placed in its original place. A back pressure test was performed, and no issues were observed. No leakage, dislodgement or other failure with the hemostatic valve were observed during the test. A device history review was performed for the finished device 00002325 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer could not be confirmed as the device was returned without detectable damage. No device defect was identified. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 13-jan-2024, it was noted that with the additional information received stating that the valve was cracked, the h 6. Medical device problem code of ¿fluid leak (a050401)¿ was updated to material separation (a0413).